Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced skin swelling at the insertion site while using the infusion set. The patient's skin became tender and itchy. The insertion area was red, swollen, and infected. The patient was prescribed amoxicillin antibiotics for the infection at a medical center.